Event description:
The facility's rn informed the manufacturer's (MFR) representative of the following: prior to implant, when the surgeon had the valve on the scrub tray, he put the needle into the valve and felt as though something was not right. As a result, the valve was taken off the table, and a new one was used successfully. Four days later, the valve was returned to the MFR for analysis. Paperwork received with the returned device states "malfunction", however, the specific nature of the purposed malfunction was not noted. No further details were provided.